Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found customer reported tip was damaged. The instrument was found with a broken tube adapter at the distal end, which interfaces with the tip accessory. The broken piece, measuring ~3.38 mm x 4.13 mm, was not returned. The instrument was found with a broken electrical contact, measuring ~0.99 mm x 2.26 mm, which was not returned. The instrument was found with an additional detached fragment; an electrical contact had broken off and was not returned. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter, broken instrument contacts and detached fragments is attributed to either tip accessory installation issues or damage during use. The probable root cause of the detached fragment from the tube adapter is attributed to the damage during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar cautery instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the monopolar cautery instrument had tip damage. The procedure was completed with no reported injury.